Manufacturer narrative:
It was reported in the initial medwatch report that the date of event, date of this report and date received by manufacturer was july 11, 2016. As per communication with affiliate the date for all fields were incorrect. These fields were updated to (B)(4) 2016 to reflect the correct information. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that the attachment device kept oscillating in safe mode. It was not reported if the device was used in a surgical procedure. It was not reported if there was any delay in a planned surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.